Manufacturer narrative:
Part of the hinge that attaches to the drawbar sheared off leaving the open/close function not working. It is possible that too much force was exerted on the handle which caused the metal drawbar connection to break with the result that the piece came off in pt. This instrument has a date code of ll; device has been in use for approx 6 yrs. Condition of the instrument is consistent with damage caused by mechanical overload.